Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the valve after a few minutes. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of two devices.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.